Event description:
It was reported that this right ventricular (rv) lead is exhibiting variable and high out of range shock impedance measurements. The shock impedance was noted to be 127 ohms a year ago, then increased to 149 ohms, then decreased to 133 ohms approximately eight months ago and recently increased again to 166 ohms. These are all high out of range measurements. The boston scientific representative asked boston scientific technical services (ts) about changing the shock vector or performing a commanded maximum energy shock to see if it would lower the shock impedance. Ts discussed options with the representative as well as troubleshooting and testing but noted the risk that the shock impedance may increase again. Ts also explained that if the shock impedance is greater than 145 ohms, there is a risk that therapy may not be effective with a monophasic shock. It was noted that the last delivered shock was approximately six years ago. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was reported that this patient presented to the emergency room (ER). The patients wife noted with her head on the patients chest, they believed their heart rate was slow and their heart was pounding hard. The patient reported maybe feeling lightheaded. Ts reviewed a device data transmission, noted the heart rate was 50 to 60 beats per minute, and indicated the device paced beats look the same as the beats without pacing. Ts also indicated the atrial rate was 87 beats per minute on the presenting electrogram. In addition, the shock electrogram showed the device was not capturing in the rv, the rv shock impedance was high out of range greater than 200 ohms at the last device check, which is a known issue, and rv pace impedance appeared to be decreasing for approximately two months. Ts also noted that the patient appears to have heart block based on review of stored episodes, and the overall pacing was zero in the right atrium and 7% in the right ventricle. The ER physician was aware that based on the threshold measurements from approximately eight months ago, the implantable cardioverter defibrillator (ICD) device is not programmed to the appropriate pacing output safety margin in the rv and the rv lead is likely not capturing. The local boston scientific representative was paged to interrogate the ICD device and it was noted that additional actions would be decided upon after the in-person device check. The rv lead and ICD device remain in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead is exhibiting variable and high out of range shock impedance measurements. The shock impedance was noted to be 127 ohms a year ago, then increased to 149 ohms, then decreased to 133 ohms approximately eight months ago and recently increased again to 166 ohms. These are all high out of range measurements. The boston scientific representative asked boston scientific technical services (ts) about changing the shock vector or performing a commanded maximum energy shock to see if it would lower the shock impedance. Ts discussed options with the representative as well as troubleshooting and testing but noted the risk that the shock impedance may increase again. Ts also explained that if the shock impedance is greater than 145 ohms, there is a risk that therapy may not be effective with a monophasic shock. It was noted that the last delivered shock was approximately six years ago. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was reported that this patient presented to the emergency room (ER). The patients wife noted with her head on the patients chest, they believed their heart rate was slow and their heart was pounding hard. The patient reported maybe feeling lightheaded. Ts reviewed a device data transmission, noted the heart rate was 50 to 60 beats per minute, and indicated the device paced beats look the same as the beats without pacing. Ts also indicated the atrial rate was 87 beats per minute on the presenting electrogram. In addition, the shock electrogram showed the device was not capturing in the rv, the rv shock impedance was high out of range greater than 200 ohms at the last device check, which is a known issue, and rv pace impedance appeared to be decreasing for approximately two months. Ts also noted that the patient appears to have heart block based on review of stored episodes, and the overall pacing was zero in the right atrium and 7% in the right ventricle. The ER physician was aware that based on the threshold measurements from approximately eight months ago, the implantable cardioverter defibrillator (ICD) device is not programmed to the appropriate pacing output safety margin in the rv and the rv lead is likely not capturing. The local boston scientific representative was paged to interrogate the ICD device and it was noted that additional actions would be decided upon after the in-person device check. The rv lead and ICD device remain in-service. No additional adverse patient effects were reported. Additional information was received that this rv lead was subsequently explanted and replaced, and has been returned to boston scientific. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 89 millimeters from the terminal pin and only the proximal segment was returned. Visual inspection of the terminal pin assembly found no anomalies. Testing was completed to assess electrical performance and inner insulation integrity of the lead segment. Measurements were within normal limits indicating the lead conductors are intact and there are no electrical shorts between the conductors of this segment of the lead. Laboratory analysis did not identify any characteristics of the lead segment that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead is exhibiting variable and high out of range shock impedance measurements. The shock impedance was noted to be 127 ohms a year ago, then increased to 149 ohms, then decreased to 133 ohms approximately eight months ago and recently increased again to 166 ohms. These are all high out of range measurements. The boston scientific representative asked boston scientific technical services (ts) about changing the shock vector or performing a commanded maximum energy shock to see if it would lower the shock impedance. Ts discussed options with the representative as well as troubleshooting and testing but noted the risk that the shock impedance may increase again. Ts also explained that if the shock impedance is greater than 145 ohms, there is a risk that therapy may not be effective with a monophasic shock. It was noted that the last delivered shock was approximately six years ago. The lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was reported that this patient presented to the emergency room (ER). The patients wife noted with her head on the patients chest, they believed their heart rate was slow and their heart was pounding hard. The patient reported maybe feeling lightheaded. Ts reviewed a device data transmission, noted the heart rate was 50 to 60 beats per minute, and indicated the device paced beats look the same as the beats without pacing. Ts also indicated the atrial rate was 87 beats per minute on the presenting electrogram. In addition, the shock electrogram showed the device was not capturing in the rv, the rv shock impedance was high out of range greater than 200 ohms at the last device check, which is a known issue, and rv pace impedance appeared to be decreasing for approximately two months. Ts also noted that the patient appears to have heart block based on review of stored episodes, and the overall pacing was zero in the right atrium and 7% in the right ventricle. The ER physician was aware that based on the threshold measurements from approximately eight months ago, the implantable cardioverter defibrillator (ICD) device is not programmed to the appropriate pacing output safety margin in the rv and the rv lead is likely not capturing. The local boston scientific representative was paged to interrogate the ICD device and it was noted that additional actions would be decided upon after the in-person device check. The rv lead and ICD device remain in-service. No additional adverse patient effects were reported. Additional information was received that this rv lead was subsequently explanted and replaced, and has been returned to boston scientific. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead is exhibiting variable and high out of range shock impedance measurements. The shock impedance was noted to be 127 ohms a year ago, then increased to 149 ohms, then decreased to 133 ohms approximately eight months ago and recently increased again to 166 ohms. These are all high out of range measurements. The boston scientific representative asked boston scientific technical services (ts) about changing the shock vector or performing a commanded maximum energy shock to see if it would lower the shock impedance. Ts discussed options with the representative as well as troubleshooting and testing but noted the risk that the shock impedance may increase again. Ts also explained that if the shock impedance is greater than 145 ohms, there is a risk that therapy may not be effective with a monophasic shock. It was noted that the last delivered shock was approximately six years ago. The lead remains in-service. No patient symptoms or adverse patient effects were reported.